Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician on (B)(6) 2010 - local reference (B)(4). This case involves a (B)(6) female pt who received poly-l-lactic acid on (B)(6) 2009, (B)(6) 2010. Additional treatment details were not mentioned. Other suspect drugs - echinacea. It was mentioned that the pt experienced no adverse events following the treatments; however, approximately three days prior to this report, the pt experienced generalized facial swelling particularly in the areas that poly-l-lactic acid had been injected on previous treatments. Around the same time, the reporter mentioned that the pt started echinacea capsules. Echinacea was discontinued, and antihistamines (nos) were commenced on an unk date to alleviate the symptoms. Relevant medical history and concomitant medication info were not mentioned. Action take: not applicable. Outcome: unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Physician's causality assessment: not provided. Additional info received on (B)(6) 2010, from the doctor: the pt has been commenced on 30mg prednisolone or five days, which will be reduced to 15mg for five days, and then 5mg for five days. The doctor will review the pt day-to-day to see if she needs to stay on the higher dose for longer. The doctor is also considering intralesional injections if there is no improvement or incomplete improvement. Addendum: based on the additional info received on (B)(6) 2010, from the physician (systemic steroids as corrective treatment) and the sculptra decision tree, this event has been upgraded to serious. Pharmacovigilance comment: sanofi-aventis company comment on additional info dated (B)(6) 2010: the event of facial edema occurring on exposure to echinacea approximately 6 months after the most recent sculptra injection is considered by (B)(6) to be not a true drug interaction, but rather a mechanical result of the occupation of potential space in the dermis by poly-l-lactic acid causing an apparent change in the distribution of the edema. Based on the physician's use of prednisolone in addition to antihistamines as corrective treatment, this event has been upgraded to serious. Although injection site swelling is listed for poly-l-lactic acid, in the context of severe edema six months remote to the most recent treatment, this event is considered by (B)(4) to be unlisted. A causal relationship to sculptra is considered unlikely due to the lack of a compatible time to onset and the presence of a clear precipitating factor in the recent introduction of echinacea. Additional info is expected.